Manufacturer narrative:
Insulin pump received with steady blank flashing white light on the display due to cracked lcd glass. Unable to perform functional testings due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a blank display. The customer's blood glucose value was unknown. The customer reported that the pump shut down during bolus delivery and was unable to turn back on even with a new battery. The insulin pump will not be returned for analysis.